Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside of the allowable operating altitude range. There was no adverse impact to customer's blood glucose level. Customer was able to clear the alarm and resume insulin therapy.